Event description:
Pt tested during a home visit on the morning in 2005. Inratio reported as 2.1. In the evening, the pt complained of dizziness and weakness. Pt admitted to the hospital and tested. Lab inr was reported at 11.3. Plasma and vitamin k were administered. Meter and sample strips to be returned for investigation purposes. Replacement meter sent.